Event description:
It was reported the pt experienced a sharp pain in the area where the scs system lead is implanted after she had coughed really hard due to a cold. The pt reported she has since experienced spasms in the area along with pain and her stimulation has shifted slightly into her right leg. Further follow-up indicated the pt was scheduled to see her physician to address this issue. However, she reported the stimulation was getting much better and she no longer felt she needed to see her physician. The pt also indicated she would contact the sjm rep if the symptoms recur. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.